Event description:
It was reported that the external pulse generator had multiple segments on its bottom display that were inoperative, making it hard to read. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is missing segments. Lower case is broken. One printed circuit board flex is creased. Battery contacts are compressed. Battery drawer is damaged and contaminated. Keyboard window is scratched.